Event description:
The customer reported that she awoke to a high bg of 379mg/dl. By noon, her bg level had climbed to 442mg/dl despite having administered a correction bolus. The pod was removed and replaced; another correction bolus was administered using the new device. The suspect pod will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filed with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.